Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed significant water detected in system. The breathing systems was cleaned, and the unit was returned to service. The customer contact reported there is no patient information available.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate in volume mode. There was no report of patient injury.